Manufacturer narrative:
(B)(4). Date sent to FDA: 05/14/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 analysis summary: an opened sample was returned to ethicon inc for evaluation. Visual inspection and functional testing were conducted on the returned devices. Visual analysis of the returned sample revealed that an empty opened foil and a winding former with a undispensed needle-suture of product code j774d was received for evaluation. Visual inspection of the opened sample and the swage and attachment area was noted to be as expected. The suture was dispensed without problems and examined along the strand and no defects or damage were observed. A functional test was performed using an instron and the pull force was above the minimum requirements. The device performed without any defect noted and the actual complaint sample was not returned for analysis. H6 component code: g07002 - device sample from same lot. Events reported via: 2210968-2021-03024, 2210968-2021-03025, 2210968-2021-03026, 2210968-2021-03027, 2210968-2021-03028, 2210968-2021-03029, 2210968-2021-03030.

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: could you please confirm the number of devices that presented suture breakage during the procedure (inguinal hernia repair) being reported? Suture breakage occurred 5 times. Could you please confirm the number of devices that presented needle detachment from suture during the procedure (inguinal hernia repair) being reported? 2 needle-sutures. How was the procedure completed? No further information is available. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Events reported via: (B)(4).

Event description:
It was reported that a patient underwent an inguinal hernia repair surgery on (B)(6) 2021 and suture was used. During the surgery, two sutures got detached from the needle easily during use, and during ligation, suture breakage occurred five times. No adverse patient consequences were reported. Additional information was requested.